Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the cartridge. There was no adverse impact to customer's blood glucose levels. Customer changed cartridge and infusion set and was able to successfully resume insulin delivery.